Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4 was not on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed and row d, e was unable to detect on bus. The field service engineer (fse) had logged into the hardware test application and removed the cubies for inspection. During the process, the fse discovered debris blocking a sensor, which was then removed to restore proper functionality. After placing the cubies back into their trays and successfully detected. Additionally, the fse had reseated the row board and retractor band cables to ensure secure connections. The system functioned as intended after the field service engineer repaired the device.